Event description:
It was reported that the threaded rod in setting instrument broken off. The metal tip was stuck in the anchor. The threads could not be blocked. No patient injury was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
One 72202403 bioraptor knotless suture anchor device returned. The complaint stated: "threaded rod in setting instrument broken off. The metal tip was stuck in the anchor. The threads could not be blocked." Request for further information was unsuccessful. No part of the anchor was returned. No suture was returned. The torque limiter is functional. Audible click is present. The device shows signs of stress encountered during the procedure. The device has a broken inner shaft tip. This piece was returned along with a second. There is no related complaint mentioned. The outer insertion shaft fork tabs are bent as well. This would require a moderate amount of force to skew. The symptoms are consistent with an off axis insertion issue. The IFU cautions: "ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site." No root cause associated with the manufacture of this device was confirmed. Additional information on correction on: first name: (B)(6) middle name should be blank, last name: (B)(6).

Event description:
It was reported that the threaded rod in setting instrument broken off. The metal tip was stuck in the anchor. The threads could not be blocked. A backup device was available to complete the procedure with no significant delay or patient injuries.